Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "circulating nurse opened implant to sterile field, scrub tech had difficulty grabbing sterile inner package. The implant and packaging subsequently fell into kick bucket, which was bloody. Sales rep was able to have washed and flashed the implant but outer packaging was too grossly covered with blood and didn't feel comfortable sending back."